Manufacturer narrative:
Technician found the bed in bed shop. Found the head section is all the way down and will not go up. The head will not go up above 30 degrees. No alarms. Head section will not go up with electrical or manual controls. Cause - the head up valve is stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint alleged that the head section will not go up. No alleged injury by account.